Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the rist catheter was  snapped at proximal end near hub. It was noticed at end of the case, where the blood was coming from the broken section. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the damage was not determined, and the snapped catheter was defined as a break rather than a rupture. There was no damage or evidence of tampering to the device packaging. The catheter was not subjected to any unusual force, manipulation, or repeated movement during the procedure, nor was it torqued, bent, or repositioned multiple times. No resistance, difficulty, or unusual feedback was encountered when advancing or withdrawing the catheter. It is unknown if the catheter was used in combination with other devices such as guidewires or stents. No visible signs of damage or stress were observed at the hub or along the shaft before the case started, and there was no blood leakage or other abnormality noted prior to the breakage. The breakage did not result in any patient complications or require additional intervention.

Manufacturer narrative:
H3: product analysis as found condition: the rist was returned within a shipping box and a plastic bio-pouch. Visual inspection/damage location details: no damage was found to the rist catheter hub. The rist catheter body was found to be separated at 3.9cm and kinked ~4.1cm from proximal end of hub. The rist distal tip was found to be crushed. Testing/analysis: the rist catheter total length was measured to be 108.5cm and the usable length was measured to be 104.5cm, which is within specification. Conclusion: based on the device analysis and reported information, the customer¿s ¿catheter separation/break¿ was confirmed as the returned rist was separated at proximal end near hub. In addition, ¿catheter kinked/damaged¿ and ¿marker band damage¿ were also confirmed. Catheter separation/break can be caused by advancing/retrieving intraluminal devices against resistance, vasospasm, patient vessel tortuosity, entrapment in vessels, or excessive force. Catheter kink/damage can be caused by patient vessel tortuosity, delivery system removed aggressively, catheter entrapment, advancing and retrieving intraluminal device against resistance. Marker band damage can be caused by patient vessel tortuosity, advancing and retrieving intraluminal device against resistance, vessel calcification or stenosis. In the event, there was information indicating that the catheter was not subjected to any unusual force, manipulation, or repeated movement during the procedure, nor was it torqued, bent, or repositioned multiple times. Additionally, there were no reports of resistance, difficulty, or unusual feedback encountered when advancing or withdrawing the catheter, potentially rul ing out these causes. Information regarding if continuous saline flush was maintained, catheter entrapment, vasospasm, calcification, or stenosis was not reported, which also potentially ruling out these causes. In the event, the make/model of the guidewire/intermediate catheter was not reported. Therefore, an analysis could not be performed, and any contributing factors (including incompatible devices) could not be assessed. It is also possible that the catheter damage found may have contributed to the reported event. However, the root cause could not be determined medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.